Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 2 months post-implant of a bifurcated device, a suprarenal aortic extension and two limb extensions, a follow-up computed tomography scan revealed a distal type 1 endoleak on the left limb. The patient was treated 3 months later with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence no device evaluation was performed. However, computed tomography imaging post index procedure were provided for clinical assessment. Based on the review, the report of distal endoleak type I was confirmed in the left iliac artery. Available imaging shows tortuous anatomy and left iliac calcification. The likely cause of the endoleak appears to be related to the vessel tortuosity and calcification. Review of the manufacturing records did not indicate that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, and are identified in the product labeling under potential adverse events.